Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. The calculated battery longevity estimate decreased from four years to two years within three months. Device replacement was discussed. The patient was stable.

Manufacturer narrative:
The reported field event of premature depletion was confirmed. The cause of the premature depletion was found to be due to high current in the fuel gauge recorded in the device image. The high current was unable to be reproduced and the cause remains undetermined. Functional testing found the device to be normal.

Event description:
New information received noted that the device was explanted and replaced on june 4, 2019. The patient was doing well.